Manufacturer narrative:
The reported events of over-sensing, and defective device were not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited oversensing due to noise. This noise was believed to be caused by a header anomaly. The device was explanted and successfully replaced. The patient was stable and asymptomatic.